Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Posterior leaflet was observed to be torn. Another mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be challenging patient anatomy. The tissue injury was a cascading effect of the slda. Tissue damage is listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.